Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 9/17/2024 on the initial medwatch report. The device return date has been updated accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor coupling of the handpiece device was damaged- component damage, and the device would not run. It was further determined that the device failed pretest for general condition, check the power with the power test bench, and check speed with tachometer and power supply. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported from australia that the coupling connection of the handpiece device chipped. It was not reported if the event occurred during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.